Event description:
On (B)(6) 2009 pt requested assistance loading a partially filled insulin cartridge into the infusion device. Verified she does no have any air bubbles. Assisted pt with going through the change the insulin cartridge procedure. Pt reports she had a steady insulin drip and placed the infusion device in run mode and attached it to her infusion site. Pt reports she had inserted a full insulin cartridge into the infusion device. She states she removed the adapter and attempted to take the insulin cartridge back out. Pt reports the plunger stayed on the piston rod when she pulled the insulin cartridge out, and about half the insulin inside the cartridge spilled; some went onto the floor and some went into the infusion device cartridge compartment. She states she dried the compartment with a tissue and feels that she got all the insulin out. Pt reports quite a lot of insulin went into the infusion device; approximately half of the insulin cartridge was spilled. Educated the pt on how to insert an insulin cartridge. During call back, the pt reports the infusion device seems to be working okay. No physiological effect were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.